Event description:
It was reported that in the past 6-8 months, the device was not consistent and had to be monitored constantly due to drastic temperature drops. It also takes too long to warm a pt. Reference: (B)(4).

Manufacturer narrative:
A maquet field service technician investigated the device and was unable to duplicate the error. The stop, shunt and tank return valves were cleaned. Performance and safety tests were successfully executed. The device was returned to service. A supplemental medwatch will be submitted if additional info becomes available.